Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-85519), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the concerto device was returned for analysis within a shipping box, within a sealed tyvek biohazard pouch and without its introducer sheath. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The concerto pusher was found bent at ~12.5cm from the proximal end (figure e). The coin was found still against the lumen stop. The shield coil was found undamaged. The implant coil was still attached to the pusher. The implant coil was found damaged (figure f). The implant coil tip was found still attached; therefore, the implant was unbroken (figure g). Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿premature detachment" or ¿coil break¿ were not confirmed. The implant was found still attached and unbroken. However, the implant was found damaged, and the pusher was found bent. It is possible the damages occurred due to advancing against resistance or damaged during return to medtronic as it was returned without its protective dispenser coil or introducer sheath. As the unknown micro catheter used during the event was not returned, any contribution of the micro catheter towards the event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that just a part of the coil was detached from the launcher. The rest remained attached to the launcher. There was coil separation/break/premature detachment.  The coil remains in the patient. The coil was implanted at the intended location. There was no surgical or medicinal intervention required. The continuous flush was administered during the procedure. No patient symptoms or further complications were reported as a result of this event. The patient is alive with no injury. The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that when the coil was released by the radiologist, part of the coil implanted but another part remained attached to the guide.